Event description:
Facility alleges blood loss due to leak in the system. Report indicates approx 3 hours into treatment, blood was noted to be leaking from the arterial line at the pump segment. The line was changed and treatment resumed. Pt stable throughout. Estimated blood loss: 50cc. Per incident hematocrit: 32.9% post 34.4%. Facility has the sample available for investigation.